Event description:
Clinical study. Same case as 2134265-2009-01163. It was reported that 278 days after a coronary artery stenting procedure, the patient experienced re-stenosis and required a target vessel re-intervention (tvr). The lesions being treated were located in mid left anterior descending (mid lad) artery and distal left anterior descending (dist lad) artery. The mid lad was de nova, 90% stenosed, lesion with a diameter of 3.00mm, and the length of the lesion was 16.0mm. The physician treated the lesion with pre-dilatation with a balloon at 14 atms, then placement of a 3.00x20mm taxus express2 study stent at 18 atms without post-dilatation. After the treatment, it was confirmed that the lesion was 25% stenosed. The distal lad was de nova, 90% stenosed, lesion diameter was 2.50mm and the length of the lesion was 12.0mm. The physician treated the lesion with pre-dilation with a balloon at 6 atms, and successful placement of a 2.50x16mm taxus express2 study stent at 12 atms without post-dilatation. It was observed with an ivus catheter, that the stents were apposed properly and the lesion had 0% stenosis. The patient was discharged the next day. At 278 days after the index procedure, stenosis was found in the gap between the stents. A discussion was made to perform a tvr 16 days later. A pci procedure was performed with balloon and placement of a taxus stent in the distal lad. At pre-treatment visual evaluation, it was 75% stenosed, lesion diameter was 3.00mm, and the length of the lesion was 9.0mm. At post-treatment visual evaluation, it was 0% stenosed. The patient was discharged the next day. There were "no problems" reported during a follow-up with the patient 365 days after the index procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.